Manufacturer narrative:
The ventilator was investigated on site by our service technician. Ventilator was reported with failing the internal leakage test. It was found that the safety valve pull magnet was faulty. The hospital repaired the device themselves. No parts was returned for investigation, device logs were downloaded and available for investigation. The logs can confirm the event with internal leakage test failed. The test failed due to that the test pressure was too low. The logs also shows that the pressure transducer and safety valve test failed. A faulty safety valve pull magnet can lead to leakage in the system if it's open when it should be closed. According to the complaint the issue was resolved after replacing the safety valve pull magnet. The conclusion in this matter is that the event was caused by a faulty safety valve pull magnet, since no parts was returned for investigation the root cause cannot be determined.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).